Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. Patient reported that this sensor was not changed after 7 days; instead, patient selected stop sensor and start sensor. No additional event or patient information is available. The receiver data log was reviewed on (B)(6) 2016. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined. Labeling indicates: sensors may be worn for up to 7 days (168 hours).